Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. However unit passed the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.